Event description:
Customer reported a delivery issue involving a replacement adc blood glucose meter and test strips and noted that because she did not receive her meter she could not test and subsequently experienced a medical event. Customer noted that approximately one week prior to halloween ((B)(6) 2012) she noticed her left toe becoming discolored and "almost overnight it got black." She further reported experiencing "considerable pain, bad pain, from toe, to shin, to knee" and noted her "leg was swollen." Customer self-treated with percocet 10/325 mg. And a duragesic patch of unknown dosage, then self-presented to her healthcare provider. Customer was admitted to the hospital, diagnosed with hyperglycemia and treated with an intravenous infusion of normal saline and unspecified antibiotics. Customer additionally was treated with zanaflex (tizanidine hydrochloride, a muscle relaxant) which was a new, not previously prescribed medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The complaint involved a delivery issue, hence no product investigation will be undertaken. The actual date when the medical event occurred is unknown. The event date is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. (B)(4).